Manufacturer narrative:
Product event summary: one controller and two batteries were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the devices could not be performed since the devices were not returned for evaluation. A root cause could not be determined since the devices were not returned for analysis. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings battery/(B)(4)/ model #1650de / exp. Date:2015-04-30 UDI#: unk. Device available for evaluation: device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 2014-04-30. (B)(4). Battery/(B)(4)/ model #1650de / exp. Date:2015-01-31. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 2014-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a "battery disconnection" alarm was experience while both power sources were connected. The controller and two batteries were exchanged. No patient complications have been reported as a result of this event.